Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event: date of event is estimated.

Event description:
Related manufacturer report 3006705815-2021-02794. It was reported that patient experienced a trauma and upon diagnostic testing high impedance issue was observed on the lead. A surgical intervention is anticipated in the near future. It is unknown which lead has the high impedance issue therefore both leads are being reported. No additional information is available at this time.